Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the inflation balloon was broken. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the inflation balloon was broken. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: nc emerge mr, ous 2.75mm x 15mm, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination of the hypotube shaft identified no issues. A detailed microscopic examination of the balloon material identified a 8mm tear in the balloon material along the mid to distal section of the balloon body. A microscopic examination of the extrusion shaft noted the inner lumen was kinked within the mid-section of the balloon. Tip showed no signs of tip damage. The balloon could not be inflated due to the tear in the balloon material.